Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with blank display due to broken solder joint of power connector on interface board. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call a blank display. Blood glucose at the time of incident was unknown. Troubleshooting was not performed. The customer stated that the display did not return after inserting a new battery. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.